Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample is in used condition such that the inner catheter is flush with the tip which indicates minimal movement of the deployment catheter potentially caused by the safety slider activation before break. The trigger mechanism is in unused condition, and the red safety slider is broken. The inner part of the broken safety slider is loose inside grip but the outer part of the safety slider is missing. During evaluation testing the grip mechanics are functioning such that stent deployment can be initiated at low/ regular force level which indicates that the break of the safety slider is not related to complete mechanical blockage of the delivery system catheter. The investigation leads to confirmed result for break of the safety slider, and the subsequent decision of the hcp to not deploy the stent for safety reasons. A manufacturing related issue could not be found. In this case only limited information was provided. Based on the investigation of the provided information, the investigation is closed as confirmed for break of the safety slider and subsequent non deployment for safety reasons. A definite root cause for the reported event could not be determined. Labelling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) state: 'I) examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. Ii) verify that the safety lock slider is still in the locked position', and 'unlock the safety lock slider by pulling it back towards the trigger from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back and the proximal end of the red lock lines up with the printed line on the handgrip'. The IFU further state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Under required materials the IFU state: 6f (2.0 mm) or larger introducer sheath, 0.035 inch (0.89 mm) diameter guidewire.' B5, g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent solo stent in pta femoral popliteal, afs stenosis. During the procedure, the red release button allegedly fell out of the device. It was further reported that the stent release was allegedly not possible. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent solo stent. During the procedure, it was reported that the red release button allegedly fell out of the device. It was further reported that the stent release was allegedly not possible. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.